Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. The reported positioning failure associated with leaflet grasping appears to be related to patient conditions (leaflets in poor condition from the leaflet damage of the previously implanted clip). Device damaged by another device (caused damage) and difficult to remove associated with device entanglement appear to be related to user technique/procedural conditions, and due to this second clip interacting with the first previously implanted clip, causing expulsion (complete clip detachment) of the previously implanted clip. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2024, a patient presented with grade 4 primary mitral regurgitation (mr), shortness of breath, and leaflet damage from a single leaflet device attachment (slda) for a second mitraclip intervention. The first mitraclip procedure was a year ago in lebanon. An slda occurred with the previously implanted clip, and the posterior leaflet was detached. An additional clip was attempted to stabilize the slda. The clip was unable to grasp, as the leaflets were in poor condition from the leaflet damage. The posterior leaflet was unable to be held within the new clip. As the clip delivery system (cds) was retracted into the left atrium (la), the slda clip and the cds were entangled, and complete clip detachment (ccd) occurred from the anterior leaflet. An additional steerable guide catheter (sgc) was entered and a two-snare technique was used to remove the cds from the slda clip. The cds was retracted into the sgc. Another snare was able to remove the slda clip from the la successfully. Approximately 6 hours of a delay occurred, and there was no injury to the patient due to delay. The patient was stable throughout the procedure.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.